Event description:
Hill-rom received a report from the account stating the brakes are not holding. The bed was located at the account on the 1st floor. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The hill-rom technician found the brake pads needed to be adjusted. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009 and 2011-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician adjusted the brake pads to resolve the issue. Based on this information, no further action is required.